Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under the therapy pads of the lifevest equipment. Patient described the area as burned, red and peeling. The patient's nurses used hydrocortisone for the skin irritation. Follow up indicated that the skin irritation improved.